Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 680 mg/dl and diabetic ketoacidosis. Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Removed MDR code: 4008.